Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer was completing a test run. The 500cc "dad" bag was connected to purge; solution leak was found in the "y" that was divided for each infusion chamber or connection to each fluid. There was no patient involvement, no injury or harm. It was reported there were four (4) items involved.

Manufacturer narrative:
One (1) video and one (1) photo were provided by the customer which were used to conduct the device analysis since the physical device was not returned. The video shows a normothermic IV administration set connected to a fast flow fluid warmer; one of the spikes is connected to an IV bag filled with a clear liquid, as the video continues it focused on the 3-y connector where liquid is observed to be dripping from the joint between the drip chamber tail and 3-y connector. The photo shows a close-up of the 3-y connector and drip chamber; the leak was not visible in the photo. The video confirmed the complaint as leaking was observed. Because the physical device was not returned the root cause could not be determined. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.